Manufacturer narrative:
Other relevant device(s) are: product ID: 9733624, serial/lot #: n/a. The footswitch was returned to medtronic for analysis. An electrical failure was found. The wires were shorting near the contacts. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The site indicated the foot switch did not work properly. The next steps included preventive replacement. No complications were reported/anticipated. Additional information received from a manufacturer representative indicated the new replacement part was lost in transit within the hospital. The manufacturer representative was on site the week prior to investigate the situation. The manufacturer representative was able to locate a spare part and replaced. As of 2019-jul-10, the issue was considered resolved.